Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b1, b4, g3, h2, h6 h10: multiple reports were submitted for this event. 0001825034-2024-02750, 0001825034-2024-02751. The reported event was unable to be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be made. Review of the device history records could not be performed due to lot number not received. Medical records and x-rays were provided and reviewed by a healthcare professional. Due to the x-ray having poor quality, the record was not sent to mmi; images were unable to be determined if correlated with event. Initial surgery records were provided, which demonstrated medical incision made, implants as planned, and incision closed. No intraoperative complications were noted. No medical records were provided for the revision surgery. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Event description:
It was reported that the patient underwent a revision surgery approximately 1 year post implantation due to malalignment. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.